Manufacturer narrative:
The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed), allowing for expanding the width of the mattress support surface from 36 in width to 48 in. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. The collision is one of the factors indicated as related to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. According to instruction for use citadel plus (IFU, 831.374-en rev.14): "to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or width extensions on both sides are in the same position." Also, the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. To sum up, the side rail of the bed was partially detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to partial detachment of the side rail which can lead to a patient fall. There was no indication of the patient involvement. No injury was reported.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer has reported that the side rail is broken and cannot be raised. The arjo service technician inspected the device and found that 2 out of 4 screws holding the side rail panel to the metal plate were ripped off causing side rail partial detachment. The provided photographic evidence confirmed malfunction. The bed was damaged due to the collision of the side rail panel with the width extension frame. There was no indication of the patient involvement. No injury was reported.